Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the threads of the device are damaged. There are indentations visible to the guard and to the black handle of the device. The black handle has cracked in one location. The device has a field age of around 9 years, the frequency of usage is unknown during this period. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the returned device, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after the surgery, the black plastic handle was found cracked. This had no impact to surgery or patient. There is no further information available at the time of this report.